Manufacturer narrative:
On november 24, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 5, 2020, mentor became aware of the following: - patient's ethnicity is "hispanic/ latino". Hence, field a5a has been updated on this form. - patient's race is white. Hence, field a5b has been updated on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side breast cyst. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with unknown ethnicity and race underwent primary breast reconstruction surgery with a 325cc mentor siltex round moderate profile on the right side, and with 300cc mentor siltex round moderate profile on the left side and experienced right side breast implant deflation, and left side breast cyst postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3501655; serial number (B)(4) on the right side on (B)(6), 2019. It is unknown if the patient received replacement device on the left side at this time. This report is for the patient¿s left-sided device.